Event description:
It was reported that the day after device implant, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurement greater than 200 ohms. It was noted that during the device implant surgical procedure, the shock impedance measurement was 51 ohms, which is within normal specification limits. Shock impedance measurements were taken in each of the right ventricular (rv) lead vectors and the only vector that exhibited a measurement in the normal specification range was the rv lead to device can vector. Boston scientific technical services (ts) provided guidance to perform pocket manipulation testing and observe for noise and serial impedance measurements. Ts also indicated to perform a high-quality x-ray. In addition, ts indicated they could change the rv lead programming to the traditional modern single shock coil configuration and recommended performing a defibrillation threshold (dft) test if this reprogramming is completed. Attempts to gather additional information, including the patient and device serial number, the additional actions that were taken, and the resolution for this patient, were unsuccessful. Evidence is suggestive the products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.